Event description:
It was reported that, during the annual technical inspection, tests of the ventilator revealed that the ventilator did not maintain the set peep (positive end expiratory pressure). There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
During annual technical investigation, the service engineer stated that the expiratory valve coil was not functioning properly. The expiratory valve coil needs to be replaced. The customer chose to wait with repair the ventilator. No device logs was received and no parts were returned for investigation, therefore, the root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.